Event description:
Upon ICD interrogation on (B)(6) 2014, statistics indicated that one treated arrhythmia episode occurred since the previous statistics reset. However, egms and markers chains corresponding to this episode were not present in device memories. Also, a remote report was transmitted on (B)(6) 2014, whereas it was expected on (B)(6) 2014. Explanations were requested.

Event description:
Upon ICD interrogation on (B)(6) 2014, statistics indicated that one treated arrhythmia episode occurred since the previous statistics reset. However, egms and markers chains corresponding to this episode were not present in device memories. Also, a remote report was transmitted on (B)(6) 2014, whereas it was expected on (B)(6) 2014. Explanations were requested.